Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured during the procedure. There was no reported pt injury. No additional event of pt info is available.

Manufacturer narrative:
.